Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with an unspecified injury.according to the physician, the patient has not been seen since her post operational visit in (B)(6) 2008.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.